Manufacturer narrative:
(B)(4). Concomitant medical products: 96-0082 depuy femoral size 3 343528, 96-2132 depuy tibial insert 7810413, 86-7430 depuy 115mm stem 370053, 96-0781 depuy femoral adapter 454340, 96-0784 depuy femoral adapter bolt 446662, 96-0862 depuy sigma distal augment 449927, and 96-0866 depuy sigma posterior aug 418405. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision of competitor implants using palacos cement was performed. The patient was revised three (3) years later due to painful loosening. During the revision, it was noted that the tibia was loose at implant cement interface but the cement bone interface was intact. The femur was loose at cement bone interface. The unknown patella remained intact, all other components were replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. As zimmer biomet does not hold investigation responsibility for the reported product a complaint history search will not be performed. The following summary was provided by an alliance partner: quality deviations: none. Change notifications: none. It is currently unclear why a loosening at the cement ¿ implant interface occurred after 3 years. In the surgery report no information about the cementing technique and a possible contamination of the implants is provided. Since the cement ¿ bone interface remained intact a malfunction of the bone cement can almost be excluded. It is likely that a user error occurred during cementing of the implants. Since the surgery report does not contain any information about the cementing technique and possible contamination of the implants a definite root cause for the event cannot be determined. Nevertheless, as the bone cement / bone interface remained intact a malfunction of the cement canal most be excluded. It is likely that a user error occurred during cementation of the implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.